Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to flatten dome switch on the activate button (creased). The device had a minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the buttons were not working. The customer's blood glucose was 142 mg/dl. The customer stated that the insulin pump smashed against the seatbelt of their car. The discontinuation of the device was advised. Nothing further was reported.